Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic cholecystectomy procedure; the clips misfired. The clip¿s distal ends crossed over each other and tore the vessel. The next two clips fired correctly, but on the fourth, the distal ends once again crossed over each other. It is not known how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): at the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).